Event description:
Piperacillin/tazobactam was started and approximately 10 minutes later, the pump began beeping. The tech walked in the room and noticed that the tubing was leaking. There was a large puddle on the floor. The nurse discovered that the IV piggyback tubing had a small hole in it. The tubing was taken down and the md on call was notified. The md instructed to call the pharmacy and hang another ivpb of piperacillin/tazobactam.